Event description:
In 2005, the lay patient contacted lifescan alleging that his sure step enhanced meter was reading inaccurately low. On 11/5/05, the patient obtained results he interpreted to be 37 and 43 mg/dl while feeling tired and sleepy. He ate food and or drank beverage after use of the meter. He tested with another meter more than 30 minutes later and obtained a result of 183 mg/dl. He called his doctor and was told only take one diabetes pill in the am instead of 2. The customer service agent (csa) confirmed that the meter was set to mmo/l instead of mg/dl and the patient was not aware that the meter was reading in the incorrect unit of measurement. The csa also discovered that the patient was cleaning the puncture site incorrectly, which can contribute to inaccurate results. A control solution test was not performed, as the patient did not have control solution. The meter and test strips were replaced.